Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6, 6.1 and 6.2 was failed. A field service engineer found that the auxiliary drawers 6.1 and 6.2 was not detected on the bus. The back panel was opened, and a blinking orange light was observed on the pyxis module controller board for auxiliary drawer 6.1. The station was powered down, and all back panel connections for half height drawer 6 were reseated. The row tray cable on the side of the drawer was also reseated. The station was rebooted, and after the reboot, the drawers were detected correctly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, side a was indicated as not detected on the bus, involving drawers 6, 6.1, and 6.2. As a result, the user was unable to access approximately 50% of their medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.